Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that deflation failure occurred and catheter withdrawal difficulties were encountered. Vascular access was obtained via the right artery. The target lesion was located in the non calcified renal artery. A 7.0mmx19mmx150cm express¿ vascular sd stent was deployed to treat the lesion. However, after stent deployment, the balloon did not deflate. The whole system with the guide catheter had to be removed. After removal, it was noticed that the balloon surface was rough. The procedure was completed with this device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the express sd stent delivery system (sds). There was contrast in the inflation lumen and balloon and blood in the guidewire lumen. The stent was not returned for analysis, as it was implanted. The balloon was loosely folded. Microscopic examination inspection presented no damage or irregularities in the balloon. Functional testing was performed by prepping the device with an inflation device filled with water and connected to the inflation port to inflate the device. The device was inflated to the rated burst pressure for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other irregularities. When negative pressure was pulled; the balloon was deflated in less than 3 seconds with no issues which meets specification (balloon deflation time for 7.00mm is less than 15 seconds). Microscopic examination and tactile inspection presented numerous kinks throughout the shaft. Functional testing was attempted with a 7f mach1 guide catheter (batch 50756575); however, due to the balloon having contrast and being loosely folded, the device was unable to be advanced into the guide catheter. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that deflation failure occurred and catheter withdrawal difficulties were encountered. Vascular access was obtained via the right artery. The target lesion was located in the non calcified renal artery. A 7.0mmx19mmx150cm express vascular sd stent was deployed to treat the lesion. However, after stent deployment, the balloon did not deflate. The whole system with the guide catheter had to be removed. After removal, it was noticed that the balloon surface was rough. The procedure was completed with this device. No patient complications were reported and the patient's status was stable.